Event description:
While priming the tubing prior to administration of an orencia infusion, the tubing began leaking. The tubing was not able to be used. New tubing was obtained and used. The tubing did not reach the patient.